Event description:
It was reported via legal documentation that a patient received a right total knee arthroplasty on (B)(6) 2019, there has been no revision reported. There is no other information available.

Manufacturer narrative:
D10:concomitants: (B)(6) 02-020-11-0340 - truliant ps cem fem ps cem right sz 4. (B)(6) 02-022-45-4040 - truliant tib fit tray cem sz 4f / 4t. H3: the revision reported was likely the result of prosthesis wear of the tibial insert. The cause of prosthesis wear is generally a combination of risk factors including, use error, implant positioning, implant size selection, and patient factors. However, this cannot be conclusively determined with the information provided.

Manufacturer narrative:
H6: corrected the following: health effect - clinical code, health effect impact code, type of investigation. The reason for the reported event cannot be confirmed from the information provided but may be related to inclusion of the polyethylene in the packaging recall. Potential contributions of manufacturing, user, or patient-related considerations to the event could not be assessed as the devices were not available for evaluation and no images, radiographs, or relevant clinical information was provided